Event description:
Two patient samples with discrepant troponin t results. Patient 1, initial result gave 0.239 ug/l; sample repeated twice giving 0.014 ug/l each time. In 2008, patient 2, initial result gave 0.055 ug/l; sample repeated gave <0.010 ug/l. No adverse events reported in association with the discrepant results. If additional info is rec'd, appropriate notification will be provided.